Event description:
Aptus endoanchors were implanted in the patient during the endovascular treatment of a 57 mm in diameter abdominal aortic aneurysm. Four aptus endoanchors were deployed in the main body stent graft and two aptus endoanchors were deployed to secure two devices to the true aortic lumen. It was reported that, approximately two years and four months post index procedure, it was reported that the patient expired. It was unknown whether the patient death was related to the device or the procedure. The cause of death was unknown. No additional sequelae were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.